Event description:
It was reported that while the ventilator was connected to a pt, the oxygen concentration was drifting. (B)(4).

Manufacturer narrative:
The investigation of the returned oxygen gas module which regulates the inspiratory oxygen gas flow to the pt has been finished. The reported failure about drifting oxygen concentration was reproduced. The tests revealed that the membrane of the nozzle unit mounted in the o2 gas module was sticky. The nozzle unit, which is part of the gas module and consists of a membrane, a mouthpiece and a feather spring, is used for regulation of the gas flow through the gas module. The membrane in the nozzle unit is pressed against a mouthpiece with a feather spring to regulate the gas flow through the gas module. The membrane stickiness may cause the feather spring to get stuck to the membrane while being pressed onto it, thus causing a delay on release. The delay affects the regulation of the gas flow through the gas module and causes failures during pre-use check. During ventilation, the delay causes the delivered gas flow and pressure to be higher than set. A feather spring with a coarse surface was introduced in sept 2010 to prevent it from getting stuck to the membrane. The cause of the stickiness was wear of the membrane. (B)(4).